Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339), a25 - no apparent adverse event (3189), b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a ,g, b, c, d codes and manufacturer narrative. A review of the complaint history for this serialized unit confirmed similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the syringe unit volume was infused, and infusion decrease at 1600 equal to 4.13 then at 1700 equal 4.63 and also at 1800 equal 4.31 also it show smof q, unit was programmed at 0.49 infuse per hour. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the syringe unit volume was infused, and infusion decrease at 1600 equal to 4.13 then at 1700 equal 4.63 and also at 1800 equal 4.31 also it show smof q, unit was programmed at 0.49 infuse per hour. There was patient involvement and no harm.